Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six events were reported for this quarter. Six devices were received for evaluation. One event was duplicated. The event was not duplicated during testing for 5 devices; however, the devices were found to be out of specification. Six devices were found to be affected by corrosion. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device overheated. Four events had no patient involvement; no patient impact. One event had no known patient involvement; no known patient impact. One event had patient involvement; no patient impact.